Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the lesion was captured and the generator was turned on to deliver energy to the snare, however the snare failed to conduct the electrical current. The procedure was completed with the same generator and another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of loop fail to deliver current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the cautery pin was tilted. An electrical evaluation was done and found the device within manufacturing specifications. The complaint that the snare failed to deliver current was not confirmed. The device passed the electrical test and the catheter was tested and performed as intended with proper resistance. The observed cautery pin tilt has a most likely root cause of operational context because the failure likely occurred due to procedural or anatomical factors that limited the device to perform. The cautery pin tilt did not appear to cause any problems with the cautery.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the lesion was captured and the generator was turned on to deliver energy to the snare, however, the snare failed to conduct the electrical current. The procedure was completed with the same generator and another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.